Manufacturer narrative:
Device evaluation: the pump was returned with a damaged cartridge compartment; it was chipped and cracked. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the cartridge compartment.